Manufacturer narrative:
The customer did not provide further information on the outcome of the patient. The customer stated that they repeated the same patient sample with results considered correct by customer. Beckman coulter field service engineer (fse) evaluated the dxc 600 pro instrument, and identified the failure mode as a loose reagent syringe drive t-valve. The fse resolved the issue by tightening all valves and fittings and performing all associated alignments. No parts were replaced. The fse verified instrument performance. Patient's age, weight and ethnicity: information not provided by customer. The beckman coulter internal identifier is case (B)(4).

Event description:
The customer alleged one (1) high acetaminophen (actm) patient result was generated on their unicel dxc 600 pro instrument. The erroneous patient result was reported out of laboratory. Customer confirmed that one (1) patient was hospitalized due to the high actm results. Quality control was within the laboratory¿s established ranges prior to event. The customer did not provide patient data or demographics.